Event description:
It was reported that the ilet screen cracked after the patient fell onto the device, while the pump continued to function and blood glucose was not impacted. Symptoms included no injury and no clinical effects. Outcomes included replacement of the device and planned return of the original. Investigation included customer interview and coordination of device replacement. Investigation of this device revealed physical damage to the screen consistent with accidental impact, with no performance failure of insulin delivery or alerts. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in accidental damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.